Manufacturer narrative:
The reported ventricular tachycardia reported while the patient was on device support. At this time, there is no evidence of a direct causal relationship between the device and the reported arrhythmia, or the patient outcome. However, based on the available information, a device contribution cannot be ruled out. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced sudden nausea and vomiting at home and then became unconscious. Emergency medical services (ems) was called, and it was noted that the patient had a down time of five minutes before ems arrived. The patient was found to be in ventricular fibrillation arrest and cardiopulmonary resuscitation was initiated and the patient was intubated. The patient was transferred to the hospital in cardiac arrest. Upon arrival to the hospital, the patient was found to be in st elevation myocardial infarction. The patient was emergently taken to the cardiac catheterization laboratory where the impella cp was implanted without complications. The patient had a successful percutaneous coronary intervention performed with two stents placed in the left anterior descending coronary artery. A swan was attempted to be placed, however due to recurring ventricular tachycardia, it was aborted. The patient was sent to the unit to rest and recover. Later the same day, the patient¿s family decided to withdraw care. Care was withdrawn and the patient expired.

Manufacturer narrative:
Medical safety reviewed the event. There is no clear evidence to dissociate the ventricular tachycardia (vt). This event occurred during impella use and although it is believed the vt to be from a difficulty swan placement versus the impella, this cannot be conclusively determined. This is a death type of reportable event as we cannot dissociate (not that the impella contributed to the demise outcome given the details of the event). The patient's underlying condition contributed to the patient's outcome of death. The patient never recovered from the cardiac event that occurred 13 hours prior. Family members determined to stop all care, which was withdrawn and this led to the patient expiring. Investigation summary: the investigation has been completed. No product was returned for investigation. Arrhythmia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks. H6 type of investigation, investigation findings, conclusion codes and component code were updated accordingly based on the completed investigation.